Manufacturer narrative:
Examination of the returned insert trial confirmed the report. Scratching and gouging was evident on the trial. The root cause is attributed to product wear out. The item has been handled roughly, and/or was "in service" for quite a length of time. Based on the investigation findings of product wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Plastic sigma fb trial inserts broken outside of surgery.